Event description:
Femur and tibia guides would not seat correctly. Both slid around freely.

Manufacturer narrative:
Photos, reports. Reports indicate a very difficult segmentation case. Knee and patella were both badly eroded and there were many osteophytes. The degree of surface damage and osteophyte presence raised the possibility that guides could not be made accurately. This possibility when combined with what was an aggressive removal of the osteophytes would lead to poorly fitting guides.